Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia ablation (avnrt) procedure with a smartablate¿ system rf generator and the smartablate port for the patient interface unit communication was crushed. The smart ablate generator was sent to a repair facility that replaced the con module and reprogrammed the pmm. Performed preventative maintenance, system restored to specification. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia ablation (avnrt) procedure with a smartablate¿ system rf generator and the smartablate port for the patient interface unit communication was crushed. There was no patient consequence. The issue was found during the case and the case was cancelled. The smartablate port for the patient interface unit communication being crushed is not reportable. Transseptal puncture was not performed prior to the case cancellation. However, the physician¿s opinion is that cancelling the case may have caused a potential risk to the patient since there was no other rf generator available except for the one that was being used. Therefore, this case has been assessed as reportable.